Event description:
It was reported that, after knee replacement surgery with a journey ii bcs system had been performed on (B)(6) 2018, the patient experienced pain, loosening and an infection. This adverse event was treated by a revision surgery on (B)(6) 2021. All four components, insert, femur, tibia, and patella, were explanted. Current health status of patient is unknown.